Event description:
Dealer is stating that he has switches that are changing the drives intermittently.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.